Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed with in the infusion set tubing. Reportedly, the cartridge was changed to resolve the issue and resume insulin therapy. The customer's blood glucose level was 212 mg/dl.